Event description:
A leyla (ruggles leyla retraction system ball joint) was reported to not tighten to the operating room table well. A pt was anesthetized for an add'l 5 mins while the staff was trying to secure the unit to the table.

Manufacturer narrative:
On (B)(6) 2011 it was determined that initial medical device report reference #3004608878-2011-00178, submitted on (B)(6) 2011, was filed under the incorrect MFR. This report reflects the correct MFR. The device involved in the reported incident has been rec'd for eval. An investigation has been initiated based on the reported info.